Event description:
Left groin approach for a cardiac cath. Attempting to use resting full-cycle ratio (rfr) to evaluate the right coronary artery (rca). After zeroing the wire, the wire was advanced into the mid-segment of rca and then it became immobile and could not be withdrawn. While attempting to withdraw the wire, the distal tip of the wire broke off and was initially dislodged in proximal rca. On a follow-up fluoroscopic evaluation, the tip of the wire could not be localized in the rca or in the chest and head.